Manufacturer narrative:
(B)(4). The actual sample was visually inspected upon receipt, during which no anomalies were noted. A review of the device history records revealed no manufacturing anomalies. The functionality of the cuvette and magnet was evaluated by connecting the unit to the cdi500 monitor. It was found to have difficulties connecting to the monitor. The strength of the sample's magnet was measured and found to be of a lower strength than normal. It is likely that the magnet is defective with weak magnetic strength. These magnets are manufactured by an outside supplier, (B)(4). This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to a terumo affiliate that prior to cardiopulmonary bypass, during prime, three cdi h/s cuvettes would not read (disconnect error) within their tubing packs. This event is reportable because it is associated with a field action initiated by terumo - 1124841-12/08/2015-004-c. No patient involvement as this occurred during prime. Product was changed out. Surgery was completed successfully without delay.